Event description:
It was reported that during the implant attempt of the atrial lead it was tested in several positions, however, the lead dislodged several times and there was undersensing noted in the lead. It was further reported that the patient was in atrial fibrillation with fine waves and the physician noted they had a large atrium. The attempted lead was removed and not used. The physician decided to implant a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).